Event description:
A complaint was received that a hospital facility received a high glucose reading of 75 mg/dl on a precision xtra monitor when compared to a valid laboratory reading of 57 mg/dl. These readings were recorded during an in house timed study comparing different meter types and brands. The values, when plotted on a clarke error grid, fall into the "d" zone showing the difference in results to be clinically significant. There was no report of death, serious injury or medical intervention associated with the event.